Event description:
The surgeon was performing a modified maze procedure on a male. As he was performing the lesion down to the mitral annulus utilizing a max pen device, he heard a small "pop" and noticed a perforation by the p2 valve leaflet. The hole was less than 1mm and it was repaired with one suture. No patient consequence was reported.

Manufacturer narrative:
No further information has been provided at this time by the account. Evaluation summary - the device involved in the event was not returned for evaluation. A retained sample of the device from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.